Event description:
It was further reported that the target lesion was denovo located in the severely calcified vessel below the knee. The coyote es balloon catheter was removed intact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the markerband. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous vessel located below the knee. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced to the target lesion. During the first inflation at 4atms a balloon rupture occurred. The coyote es was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good